Event description:
Patient revised for loose cup and malpositioning. **update** (B)(6) 2013- patient seeking legal action. Pfs and medical records received. Pfs alleges that the patient suffers from pain, limited range of motion, and elevated metal levels. The head and liner have been added and reported.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.